Event description:
On (B)(6)2022, an eye care professional (ecp) in india called to report that a patient (pt) experienced redness, irritation and itching in the left eye (os) with one acuvue® 2® brand contact lens (cl). The ecp advised the pt to reduce wear time up to 8 hours. The ecp reported the pt stopped wearing the lenses. The pt tried to wear the lens again but experienced an ¿eye infection¿ due to a corneal ulcer as advised by a doctor. The event occurred in sep2022. The ecp reported as per (B)(6)2022, the corneal ulcer has recovered, but the eye has a ¿scar macular opacity.¿ the ecp provided the pt¿s latest eye condition on (B)(6)2022 was ¿left eye cornea leucomatous opacity.¿ the pt was prescribed 9 eye drops and medications by the eye doctor and provided ¿some of the eye drops¿ prescribed as: lotel eye drops (loteprednol etabonate) 4 times a day for 5 days, then reduced to 3 times a day for 5 days, then 2 times a day for 5 days, then once daily for 5 days; normal tears eye drops 4 times a day for 30 days; 4 quin (moxifloxacin) eye drops hourly for 10 days; and natacin (natamycin) eye drops hourly for 10 days. The ecp reported the pt is due to return for check-up next week. The ecp advised the pt that the replacement schedule of the lens is monthly. The ecp will request additional medical information from the pt. No additional information is known. On (B)(6)2022, a call was placed to the ecp who provided additional information. The pt advised the eye was not recovered and advised the eye was actually getting worse. The ecp confirmed the pt has a ¿corneal opacity of the macular category degree.¿ additional information was requested, but no additional information was available. Multiple calls were placed to the ecp for additional medical information, but nothing additional has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l005g5h was produced under normal conditions. The os suspect lens was requested for return for evaluation but has not been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product requested, not received.